Manufacturer narrative:
(B)(4).

Event description:
Additional information noted the tourette's syndrome patient had initially been hospitalized in the neurology department of their hospital from (B)(6) 2010 and was implanted with bilateral globus pallidus internus (gpi) leads on (B)(6) 2010 and was implanted with an ins in their left subclavicular area on (B)(6) 2010. The patient's immediate recovery from surgery was "straightforward, with no neurological or local complication." However, on (B)(6) 2010 the patient "described inflammation with local left latero-cervical pain." The patient contacted their clinic and met with their hcp, "the latter noted an effusion around the right frontal scar." It was noted there was "minimal effusion around the right frontal scar" with "signs of inflammation along the cable leading to the stimulator box. The box pouch was swollen, tense, but with no signs of superficial inflammation of the scar." A sample was taken from the effusion and an inflammatory blood test was performed; a c-reactive protein (crp) test score of "160 was revealed with hyperleukocytosis of 15.3." Additional aspects of the patient's physical examination found the patient was "afebrile," had "normal cardiovascular and pulmonary auscultation," their abdomen was "soft and non-tender," and the patient was found to be neurologically "normal apart from the twitches and compulsive behavior associated with verbal twitches." The hcp "decided to admit him to hospital for emergency removal of the stimulation material. On admission: significant collection in the stimulator pocket, drawn off and sent to bacteriology for analysis. The fluid was serous citrine with very high turpidity." It was stated the patient had experienced a "subcutaneous infection" from their stimulation material. The secondary infection, which reportedly occurred on (B)(6) 2010, was of moderate intensity and was noted as related to the patient's surgical placement procedure. It was stated the infection was declared the same day of admittance and was "over all the deep brain stimulation material." Culturing of the infection identified the presence of staphylococcus aureus which was noted as "susceptible to multiple drugs," specifically including methicillin. It was also noted the "presence of staphylococcus in the preoperative sampling" was confirmed. The patient's entire device system was explanted and the patient was administered antibiotics due to the issue. The patient's progression was "favorable" and "completely straightforward" following these interventions and the infection reportedly disappeared as of 10:00 on (B)(6) 2010. It was noted the patient's "redon drains" were removed as of day 2. Following the discontinuation of the patient's antibiotics, "the condition of the scar and tegument were complete satisfactory" and "the patient was fully stable in terms of the twitches, which remained quite remarkable." The patient "remained afebrile, with no system sign of infection." It was noted the patient "seemed determined" to be reimplanted; however, this remained unscheduled as of (B)(6) 2010. It was noted the patient had been enrolled as a member of the "stimulation off group" during a clinical study.

Manufacturer narrative:
Concomitant medical products: product ID 3389-28, lot# 0202840531, product type: lead. Product ID 3389-28, lot# 0202840533, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced an ¿infection of the stimulation material.¿ it was further reported the ¿infection appeared 15 days after the device implant.¿ it was noted the issue involved the patient¿s implantable neurostimulator (ins) and electrodes. The patient¿s device was explanted due to the issue and the patient was administered an ¿antibiotherapy which was successful.¿ the patient underwent prolonged hospitalization from (B)(6) 2010 and the patient¿s ¿infection was over on (B)(6) 2010.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.